Event description:
The customer reported the system would not boot. No patient injuries were reported.

Manufacturer narrative:
The ge service rep ordered a replacement drive. The drive was sent back to slc for failure investigation. System returned to operational status.